Manufacturer narrative:
The received device had the cannula assembly fully deployed. Inspection of the cannula assembly did not find it bent, kinked, or damaged. The investigation found no evidence of any damage or manufacturing deficiencies that would result in the device failing to deliver insulin. The device was unable to connect to the master pdm for data download in its unopened state. After removing the housing, the bottom and middle batteries were noted to have insufficient power to waken the device up. This was due to the measured shelf mode current being high and out of specification, measuring at 8.92 ma. It could not be determined if this caused any difficulties in delivering insulin when worn.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria.

Event description:
It was reported that a patient's blood glucose levels (bg) reached over 300 mg/dl while wearing the pod between 4 and 24 hours. The patient reported cannula being bent/kinked, while wearing it on the hips/buttocks. For treatment, the parent changed out the pod, gave water and gave a correction bolus.